Event description:
It was reported by service report that the motion interrupt pan was missing causing the bed to be stuck in high height position. The customer could not determine whether there was patient involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Result: motion interrupt pan.